Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation of no image was confirmed. No image occurs when angulation is performed, due to a defective charged coupled device unit. The b30 scope communication error was not reproduced during evaluation but occurrence is likely. The device evaluation also noted the following findings: failed leak test, chip, crack and exposed thread on bending section cover glue, biopsy channel leaking due to a scrape inside, and dented and failed ring gauge in the insertion tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported the evis exera iii bronchovideoscope has a scope communication error, b30 error code, causing no image. The issue was found during preparation for use. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to leakage and water invaded the device during user handling. It caused abnormality in electrical components, leading to the event temporarily. The event can be detected by following the instructions for use (IFU) which state: - inspection of the endoscopic image the event can be prevented by following the instructions for use (IFU) which state: - perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. - when inserting or withdrawing an endotherapy accessory, confirm that its distal end is closed or completely retracted into the sheath. Slowly insert or withdraw the endotherapy accessory straight into or from the slit of the biopsy valve. Otherwise, the biopsy valve or instrument channel may be damaged and pieces of it could fall off. It may cause patient injury. - if insertion or withdrawal of endotherapy accessories is difficult, straighten the bending section as much as possible without losing the endoscopic image. Inserting or withdrawing endotherapy accessories with excessive force may damage the instrument channel or endotherapy accessories and could cause some parts to fall off and/or cause patient injury. - if the distal end of an endotherapy accessory is not visible in the endoscopic image, do not open the distal end or extend the needle of the endotherapy accessory. This could cause patient injury, bleeding, perforation, and/or equipment damage. Olympus will continue to monitor field performance for this device.